Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient started going back to a pain clinic in (B)(6) 2025 to request that the healthcare provider (hcp) increase the dose because he was not getting therapy benefit. The hcp increased the dose. The patient went home and said that it was not working. The patient was going to do a dye study in (B)(6) 2025 but the surgeon said, "he always gets things right" and told the patient that he did not need a dye study. The hcp sent the patient home. The patient's pain was getting worse and worse. The patient ended up in bed for 22 hours a day and had not been up moving for a minimum of 10 weeks. The patient was in too much pain and was spending more and more time in bed. Per the patient, "last week", they wanted the pump removed if they could not get the pain under control. The hcp finally did a dye study and "it turns out the pump is not working". The dye study showed that the drug was not moving through the catheter so they needed to have the catheter replaced. The revision surgery was scheduled for (B)(6) 2025. The hcp turned the pump down. The reporter asked how the hcp's office did not see that something was wrong. The hcp's office told the reporter to call the manufacturer. Patient services reviewed pump function and that the hcp could check the volume to see if there was any discrepancy. The reporter was redirected to the hcp to further address the issue. The patient representative called back on (B)(6) 2025 stating that the patient was having a catheter revision and wanted to know if this was normal. Patient services reviewed. The reporter planned to call back if they had any further questions.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the catheter was replaced. It was undetermined why the drug was not moving through the catheter. The catheter was not patent, and fluid was not able to be aspirated at the dye study on (B)(6) 2025. The catheter replacement resolved the issue.